Event description:
It was reported that the hex driver stripped during a case. A delay of 0 to 30 minutes was reported. The procedure was completed using a competitor device. No patient injuries reported.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. A visual inspection of the returned accord dual ended hex drivers confirmed the stated failure. The hex driving tips are rounded and deformed. A hex can strip if the torque applied to the driver exceeds the material strength or if the hex is not seated within the screw when torque is applied. These devices exhibit signs of significant use and wear. These devices were manufactured in 2017 and 2018. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.